Event description:
This non-serious spontaneous case from a foreign country was reported by a physician via a company rep and forwarded by our local affiliate. This case involves a pt, who rec'd 2 vials of poly-l- lactic acid (sculptra) therapy as an implant in 2008, a total of 4 vials within a period of four months on a monthly basis. No add'l treatment details were provided. Relevant medical history and concomitant medication info were not mentioned. Sometime in 2009, the pt developed nodules on her cheeks at the site of poly-l-lactic acid administration. It is unk if any corrective treatment was provided and event outcome is unk. A ptc (pharmaceutical technical complaint) was initiated. Reporter's causality assessment: not provided.